Event description:
Customer reported the unit of measurement setting of their unlocked freestyle flash meter had changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.